Event description:
It was reported that the pump battery jumped and did not initiate charging when plugged into a power source. There was no reported adverse impact to customer's blood glucose level. Reportedly, the usb cable was plugged into a different outlet and the pump began charging.